Manufacturer narrative:
The reported issue of the autopulse with damaged belt clip retainer was confirmed during the visual inspection. The damage parts were replaced to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Platform passed the initial functional testing. In addition, sticky clutch plate was observed during the visual inspection, unrelated to the reported complaint. Clutch plate deburring was performed to address the issue. Following the repair and replacement of the broken parts, the autopulse was functionally tested and passed successfully with no issue observed. Historical complaints were reviewed and there was no previous history of complaints reported for the autopulse with serial number (B)(4).

Event description:
During shift check, the belt clip retainer on the back off the autopulse platform was observed damaged. There was no patient involvement.